Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by an hcp who was seeing the patient for another implanted device that the patient made mention that their bladder stimulator had been causing the patient problems at the bladder ins site/there was a problem with the implant at the ins site. The hcp mentioned it was difficult to get further information from the patient as the patient was a poor historian and troubleshooting could not be done due to lack of access to the product. The event date was unknown however the hcp stated the first the clinic was aware of the bladder stim device issue had been back on (B)(6) 2019 and the patient had mentioned it again on the day of the call. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). In response to the inquiry for clarification of what was meant by the patient stating the implant was causing problems at the bladder ins site/problem with the implant at the implant site, the hcp reported that they were unsure. The hcp stated the patient had not been seen since ((B)(6)) 2018 and that they had the patient scheduled for (B)(6) 2019. The hcp stated that further information would be available then. There were no further complications reported.